Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed system verification on surgeon side console (ssc) and verified drifting issue on the left master tool manipulator (mtml). Troubleshooting was conducted by relocating the ssc in the or, which resulted in a significant reduction of the drifting. It was noted that the floor in the corner where the ssc was positioned had a slight slope, which contributed to increased drifting. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is likely due to drifting issues on the mtml as well as a slight slope in the floor.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a system issue occurred when the universal surgical manipulator (usm1) moved on its own while docked, prevented surgeon's control. The initial troubleshooting involved reviewing logs, but no related errors were found. Further service was requested to inspect and test the system, as additional troubleshooting was needed, possibly due to an unleveled floor. The procedure was completed as planned with no reported injury.